Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt the ¿screwing of the set screw was somewhat rougher than usual.¿ however, it was decided the lead was properly screwed into the device due to the ¿excellent impedance and threshold values.¿ eight hours following completion of the implant an impedance alert triggered, the impedance was high, the threshold was high, and there was a pacing problem. The patient was called back to the catherization lab, the lead was disconnected from the device, measurements were performed and found to be within normal limits. The lead was then screwed back into the device and all the measurements were normal. The physician decided to remove and replace the device. No patient complications have been reported as a result of this event.